Event description:
Three results from an abl800 yielded falsely high pco2 values for a pt sample, which resulted in unnecessary oxygen treatment where total volume and respiratory frequency were increased for 30 mins in order to bring down the pco2.